Manufacturer narrative:
(B)(4). The sample was returned for evaluation. The customer reported issue was confirmed; however no assignable cause could be determined. A batch review was performed on the reported lot and no deviations were noted. This issue is being investigated through CAPA. If additional information or samples become available, a follow up report will be submitted.

Event description:
The customer initially reported an issue with four (4) interlink buretrol solution sets in which the buretrol broke "when lightly squeezing it to fill it" and returned the samples for evaluation along with an additional sample. The report addresses the fifth incident no patient involvement, injury or adverse event is reported. No additional information is available.